Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed july 24, 2013.

Event description:
Per the clinic, the patient experienced mastoiditis resulting in the migration of the electrode array.the device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.